Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing tremendous shocking pain when the stimulation is turned on since the patient had defibrillation. It was reported that the ipg was damaged. The physician recommended an ipg replacement but the patient did not want the device taken out and opted to leave the device inside her body.